Event description:
A surgeon reported a pt with a myopic outcome following intraocular lens (iol) implant surgery. The surgeon reported the iol was well positioned and without defects. He suspects the refractive error was due to calculation error, but does not have any preoperative data to confirm this because he was not the implanting surgeon. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 11/12/2010, 11/18/2010, and 11/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).